Event description:
The article, "novel valve-in-valve transcatheter systemic tricuspid valve replacement in congenitally corrected transposition of the great arteries", was reviewed. The article presented a case study of a 41-year-old female patient with situs inversus totalis, dextrocardia and congenitally corrected transposition of the great arteries. It was reported that on an unknown date, a 33mm biocor bioprosthetic valve was chosen for off label use implant for tricuspid valve replacement. It was then reported 15 years post-procedure, the patient presented with dyspnea on exertion and transthoracic echocardiography (tte) revealed significant stenosis of the biocor valve and, notably, there was an absence of tricuspid regurgitation. A decision was made to perform a transcatheter valve-in-valve (viv) procedure. A 29mm edwards sapien 3 valve was implanted in the 33mm biocor valve without complication. The article concluded that viv-ttvr is a viable option for high¿surgical risk patients with cctga and bioprosthetic systemic tricuspid valve degeneration. [The primary and corresponding author was aamer naofal, department of medicine, baylor college of medicine, 1 baylor plaza, houston, texas 77030, USA, with corresponding e-mail: aamer.naofal@bcm.edu]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " novel valve-in-valve transcatheter systemic tricuspid valve replacement in congenitally corrected transposition of the great arteries "

Event description:
The article, "novel valve-in-valve transcatheter systemic tricuspid valve replacement in congenitally corrected transposition of the great arteries", was reviewed. The article presented a case study of a 41-year-old female patient with situs inversus totalis, dextrocardia and congenitally corrected transposition of the great arteries. It was reported that on an unknown date, a 33mm biocor bioprosthetic valve was chosen for off label use implant for tricuspid valve replacement. It was then reported 15 years post-procedure, the patient presented with dyspnea on exertion and transthoracic echocardiography (tte) revealed significant stenosis of the biocor valve and, notably, there was an absence of tricuspid regurgitation. A decision was made to perform a transcatheter valve-in-valve (viv) procedure. A 29mm edwards sapien 3 valve was implanted in the 33mm biocor valve without complication. The article concluded that viv-ttvr is a viable option for high¿surgical risk patients with cctga and bioprosthetic systemic tricuspid valve degeneration. [The primary and corresponding author was aamer naofal, department of medicine, baylor college of medicine, 1 baylor plaza, houston, texas 77030, USA, with corresponding e-mail: aamer.naofal@bcm.edu].

Manufacturer narrative:
As reported in a research article, novel valve-in-valve transcatheter systemic tricuspid valve replacement in congenitally corrected transposition of the great arteries. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "the epic¿ plus valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. It may also be used as a replacement for a previously implanted aortic and/or mitral prosthetic heart valve. However, it was unable to determine if an off-label use or method contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU d4: the UDI number is not known as the part and lot number were not provided. Literature: article titled " novel valve-in-valve transcatheter systemic tricuspid valve replacement in congenitally corrected transposition of the great arteries".